Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was heavily calcified and moderately tortuous with 80% stenosis. The lesion was serially pre-dilated lesion with 1.5x12mm, 2.0x12mm mini trek balloons. The 2.75x48mm xience xpedition stent was deployed at 10 atmospheres, and while removing the stent delivery system a check shot revealed a dissection at the distal end of the stent. A 2.5x18mm xience alpine stent was implanted to cover the dissection. The results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.